Manufacturer narrative:
D10: concomitants: 02-012-60-1440 - tru stem ext 14mm x 40mm 6466640 02-020-11-0330 - truliant ps cem fem ps cem right sz 3 6509466 02-022-35-3013 - truliant tib imp ps insert sz 3 13mm 5089076 02-022-35-3013 - truliant tib imp ps insert sz 3 13mm m008263 02-022-45-3040 - truliant tib fit tray cem sz 3f / 4t 6307764 02-029-99-1001 - fluted headless pin 3.0" square head 015979 02-029-99-1002 - threaded head pin 2.3" square head 359010 200-07-32 - advanced patella 32mm 3 peg implant 6516642 204-70-00 - tibial stem ext. Screw 6506821.

Event description:
It was reported that a male patient, initial right knee implanted in (B)(6) 2020, underwent a revision procedure in (B)(6) 2024, approximately 4 years 3 months post the initial procedure. They were revised to competitor¿s device by the competitor. The reason for the revision is unknown. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were available. The explanted devices will not be returned due to chain of command. Device image was provided. No further information.

Manufacturer narrative:
D1: corrected. H6: corrected component and investigation clinical codes.